Manufacturer narrative:
Should have been "the results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined." Rather than "the results/method and conclusion codes along with investigation results will be provided in the final report."

Manufacturer narrative:
Date of the event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-30789. It was reported the patient had fallen and has not had effective pain relief since. High impedances were found on all lead contacts therefore the patient was unable to turn strength on due to the program auto-reducing. Surgical intervention took place wherein the leads were explanted and replaced to address the issue. Intraoperative testing confirmed pain coverage.